Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing that the sensor had come out of his body. Customer reported inserting a new sensor, calibrating, and experiencing blood glucose levels below 100 mg/dl. Customer also reported having a blood glucose level of 44 mg/dl earlier in the day of the call. Customer stated that he was sweating, but treated the low blood glucose level with juice and glucagon. Customer stated that he was able to raise his blood glucose level to 156 mg/dl around the time of the call. No further information was provided.